Event description:
It was reported before a laparoscopic cholecystectomy, the rep could not get the arming button to say down on the trocar when he was demonstrating to a nurse while the instrument was still in the package. The instrument was not used in a case. There was no consequence to a pt.